Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs elecsys e2g results from the cobas e 801 analytical unit. The initial result was 6.35 ng/l. The repeat results were 10.1 ng/l and 14.0 ng/l.

Manufacturer narrative:
Further investigations revealed film on the sample surfaces which interfered with assay components. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.